Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system was not booting up. The system was not in clinical use at the time of the event. There was no harm to patient/user reported to philips. On further diagnosis, fse found that the computer designated for replacement had the incorrect default settings. To resolve the issue, fse changed the setting in the new computer. After changing the setting in the new computer, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.